Manufacturer narrative:
Software analysis was performed and it was found that this issue was consistent with a known software issue. Concomitant medical products: other relevant device(s) are: product ID: fusion argus os, serial/lot #: 1.1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon boot up in the morning the ear nose throat application was selected then the system went into "sr" manager failure. It had to be hard rebooted 4x, then was able to launch normally. There was no patient present. 2021-may-06 interface update details (rep):additional information received from the representative and it was stated that checkout was done with instruments, application was launched without issue. They were unable to replicate the problem. Site was going to upgrade the system. 2021-jun-18 interface update details(rep): no new information.